Event description:
Caller reported a cartridge alarm during pumping, but there was no adverse impact as the customer¿s blood glucose level did not exceed 500 mg/dl. The caller accepted a replacement pump with updated software provided by technical support, who also offered training access via tandem source. Instructions for returning the problematic pump were given and acknowledged.